Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected battery longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6947 implantable tachy lead, (B)(6) 2011; 5076 implantable pacing lead, (B)(6) 2011.